Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2019, it was reported from (B)(6) that the blue locking device for the attachment does not last and gets loose during use. A returned product investigation could not be performed for the reported event due to the product not being returned for evaluation. The reported event can, therefore, not be confirmed. The root cause of the reported event cannot be specifically determined with the provided information because the product was not returned for evaluation. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that during surgery the pulsavac plus ac hip kit malfunctioned. Blue locking device for the attachment does not last and gets loose during use. Plastic parts from the rinsing part get loose and then can get into the patients wound. Locking mechanism doesn't work. This kind of problem was recognized multiple times over the last 4 weeks. The devices were discarded every time due to contamination. Unfortunately not all lot#s were recorded by the clinic.